Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, there was a tip seal observation, and the lead was damaged at implant. The analyst also noted that no tissue was found on the helix, and the helix cannot extend and retract due to distal conductor distortion within the connector.

Event description:
It was reported that during the lead replacement procedure, an acute right ventricular lead was attempted to be placed but that there was difficulty in deploying the helix, possibly due to tissue caught in the tip. The lead was removed and replaced. It was also reported that during the extraction procedure for the chronic right ventricular lead, the left ventricular lead and the atrial lead became dislodged. The left ventricular lead was capped and not replaced. The atrial lead was repositioned successfully and remains in use. No patient complications have been reported as a result of this event.